Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bol and 44 charge processes had been documented. The memory content of the ICD was studied; the reported disturbances in the ventricular channel were visible in the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardiac output signal was normal and matched the programmed values. A fibrillation signal was fed in and the devices reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were normal. Leads inserted as a test were easily inserted without any issues. The drill hole dimension were all within is-1 and df-1 standard. Dot-shaped bluish tarnishing color was identified on the housing surface. The cause for this could have been a contact between a lead and the ICD housing. The analysis of the ICD did not show any deviations from the specification that could be related to the clinical complaint. A material defect or manufacturing error did not exist.

Event description:
Ous MDR - after an implantation time of one year, there were artifacts detected in the rv channel, but there were no shock deliveries. The system was explanted and there was no other adverse patient effects reported. Linox s 65, (B) (4), MDR 1028232-2010-01592.